Manufacturer narrative:
The handle of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The ptfe pad of the subject device was partially separated. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation of the subject device, this type of the ptfe pad damage is most likely related to the operator's technique. Based on the similar cases in the past, it was known that the ptfe pad was damaged due to activating output in seal & cut mode while grasping nothing. The instruction manual of the subject device warns; do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
It was informed that the distal end of the subject device was broken. Details of the procedure were unknown. No patient injury was reported. On (B)(6) 2016, olympus medical systems corp. (Omsc) confirmed that ptfe pad was separated.